Manufacturer narrative:
The device has been requested for evaluation: it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a smalbore bifuse ext. Set that experienced leakage during use. It was reported that a leak was noted which was traced back to the filter that was crusted with total parental nutrition (tpn). This occurs when the filter was doing its job and it becomes blocked and pump pressure can force fluid through hydrophilic membrane. There was patient involvement but there was no patient harm.

Manufacturer narrative:
One used smallbore bifuse ext set w/2 microclave¿ clear, 0.2 micron filter, 2 clamps, rotating luer was returned for evaluation. One photo was received showing the affected sample. Upon visual inspection, the filter was observed to be wetted out. Upon testing, leak was observed from the filter. The reported complaint of a leak could be confirmed. The probable cause is from the temporary loss of hydrophobic properties. A device history review could not be completed due to the unknown lot number. D9 - date returned to mfg: 11/24/2025.